Manufacturer narrative:
Complaint (B)(4). The filler was injected into the patient and is not available for return. The investigation is in progress however preliminary results suggest injection of filler too superficially contributed to this event. Upon completion of the investigation a follow-up report will be submitted.

Event description:
The healthcare professional reported injecting 0.2cc's of evolysse form into the lips of a patient. During injection tiny filler pockets appeared. In the upper lip. The patient already had multiple syringes of filler in the lips prior to this treatment as was trying to achieve an "overfilled" aesthetic. The hcp dissolved the product in the lips, the results improved//symptoms resolved and patient is satisfied.

Manufacturer narrative:
Complaint: (B)(4). Supplement 1 additions. Updated codes in section h6 following conclusion of investigation. The product was injected into the patient and is not available for return. The production records for the lot were reviewed, and no deviations were found during production that would relate to the reported event; the device met all specifications. This is a known potential adverse event addressed in the product labeling and risk management file. Lumps and bumps appearing just after administering an injection is likely the result of an uneven distribution of a product that has been injected too superficially or in too large a quality. The effect is temporary. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event.

Event description:
The healthcare professional reported injecting 0.2cc's of evolysse form into the lips of a patient. During injection tiny filler pockets appeared. In the upper lip. The patient already had multiple syringes of filler in the lips prior to this treatment as was trying to achieve an "overfilled" aesthetic. The hcp dissolved the product in the lips, the results improved//symptoms resolved and patient is satisfied.